Event description:
It was reported that 223 days after implantation of a 2.75x32 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the ostial to mid left anterior descending (lad) artery. A pre-intervention stenosis of 100% at the ostium of the lad and 905 at the mid lad was reported. No info was reported on vessel calcification or tortuosity. A 2.75x32 mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported with a timi grade 3, complete, brisk flow. No info was reported on medications that the pt received before, during, or after the procedure. Pt complications were reported as none. The pt presented 223 after the initial procedure with an acute myocardial infarction and a 90% in-stent restenosis in the proximal lad. A 3.0x18 mm cypher stent was deployed in the lesion. A post-intervention stenosis of 0% was reported with timi grade 3, complete, brisk flow. Pt complications were reported as none.